Event description:
During pta of a 99% occluded lesion in the right superficial femoral artery with moderate calcification and mild tortuosity, the inner shaft if a 7x150mm smart control stent separated in the patient and was removed using forceps. An additional portion of the shaft that separated was removed using a guiding catheter. There was no reported patient injury. A contralateral approach was made by a guiding sheath (destination, terumo). The lesion was crossed by a 0.014 inch guidewire and inflated by a 4x40mm balloon catheter. Then, the guidewire was exchanged for a 0.035 inch guidewire. The 7x150mm smart control stent was delivered over the guidewire and placed at the lesion without any issue. However, after the placement of the stent, the physician didn't return the outer sheath to the distal end of its inner shaft, and he withdrew the sds of the 7x150mm smart control stent in order to remove it from the patient. When he observed the inner shaft come out of the guiding sheath, he pulled out the inner shaft by using a forceps. When he observed the inner shaft come out of the guiding sheath, he attempted to hold only the guidewire by a forceps, but he mistakenly grasped the inner shaft and the guidewire together, and pulled the outer sheath. Thus the inner shaft was separated, but he didn't notice it and continued the procedure. Then, he delivered a balloon catheter (unknown) over the guidewire for post-dilatation. When the distal end of the balloon reached the stent, he noticed there was the separated shaft of the smart control in the stent. Therefore, he inserted a 0.014 inch guidewire along the 0.035 inch guidewire, and advanced a 6x40mm balloon over the 0.014 guidewire. By using the balloon, he withdrew the separated shaft into a guiding catheter, and he could remove it from the patient. The procedure was finished successfully. The product will be returned for analysis. The product was stored, handled, inspected and prepped according to the instructions for use.

Manufacturer narrative:
Two pictures were received for a smart. The pictures showed that inner shaft was separated. Two kinks were observed in the inner shaft. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kinks" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue (100% inspection). Handling and procedural factors could be contributed to this condition. The failure reported ¿inner shaft separated¿ by the customer was confirmed. The cause of the failure could not be conclusively determined due to the unit was not received. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Controls are in placed at the final assembly and packaging processes to detect this kind of issue (100% inspection). . Therefore no actions were taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Event description continued: there was nothing noted about the stent delivery system prior to use. There was no difficulty advancing the sds over the guidewire. There was no difficulty withdrawing the sds after deployment. The physician didn¿t feel any resistance during removal the sds. There was no piece of the sds remaining in the patient. The patient¿s status was ¿fine¿ after the procedure. Please note that the gender of the patient is unknown. Concomitant products: guiding sheath (destination, terumo), 0.035 inch guidewire, unknown forceps and unknown 6x40mm balloon. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a stenting procedure of a 99% occluded lesion in the right superficial femoral artery with moderate calcification and mild tortuosity, the inner shaft if a smart control stent delivery system (sds) separated in the patient and was safely removed using forceps. An additional portion of the shaft that had separated was removed using a guiding catheter. There was no reported patient injury. The smart control was delivered over a guidewire and placed at the lesion without any issue. However, after the placement of the stent, the physician didn't return the outer sheath to the distal end of its inner shaft prior to removal from the patient (usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling.), and he withdrew the sds from the patient. When he observed the inner shaft come out of the guiding sheath, he pulled out the inner shaft by using forceps. When he observed the inner shaft come out of the guiding sheath, he attempted to hold only the guidewire by a forceps, but he mistakenly grasped the inner shaft and the guidewire together, and pulled the outer sheath. Thus the inner shaft was separated, but he didn't notice it and continued the procedure. At this time he delivered a balloon catheter over the guidewire for post-dilatation. When the distal end of the balloon reached the stent, he noticed the separated shaft. By using a balloon catheter he was able to withdraw the separated shaft into a guiding catheter and remove it from the patient. The procedure was finished successfully. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing noted about the stent delivery system prior to use. There was no difficulty advancing the sds over the guidewire. There was no difficulty withdrawing the sds after deployment. The physician didn¿t feel any resistance during removal the sds. There was no piece of the sds remaining in the patient. The patient¿s status was ¿fine¿ after the procedure. One non sterile smart 120 150, sfa - 7x150mm was received coiled inside a plastic bag. Inner shaft was receiver separated at 16cm from distal tip. A kink was observed at 13cm from distal tip. No other anomalies were noted in the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Sem results showed that the inner shaft external surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported by the customer ¿inner shaft - separated¿ was confirmed, the cause of the reported failure could not be conclusively determined, and there is no evidence that suggest that are related to the manufacturing process; however procedural factors may have contributed to this failure. Controls are in place to prevent this type of damage; therefore, no corrective or preventive actions will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.